Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, preliminary evaluation and testing revealed that the returned battery ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.

Event description:
Twenty-five days after hvad implantation. The site reported an event involving a patient whose battery was not charging. The battery was replaced with one from the hospital's stock, and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the battery has been received by the manufacturer for evaluation on 03/29/2014. The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.